Event description:
It was reported that this patient underwent a successful shoulder arthroplasty approximately 10 years ago. Recently, the caged glenoid component demonstrated signs of loosening. As a result, a first-stage revision procedure was performed, all implants were removed without complication. Photographs of the explants were provided, and wear was observed on the glenoid component. The patient was last reported to be in stable condition following the procedure. No further information is available.

Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm: (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.